Event description:
Contacts were defective, had a defective component. Caused blurred vision. Went back to retailer where purchased, referred back to ciba. No replacement contacts were issued. Poor customer svc and way to stand by products.